Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. It was stated that the customer's insulin pump stopped functioning, and she changed the battery several times with no results and ended in the hospital. The customer's blood glucose was treated with an insulin drip. Troubleshooting could not be performed as customer did not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.